Event description:
End user called to complain that the device will not read the calibration check strip. Troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation.